Event description:
It was reported that signal loss over one hour occurred. It was determined that loss of connection was related to the mobile application. The patient stated he did not feel right, went to sleep, and had a hyperglycemic and epileptic episode with coma at night. His wife called for an ambulance after he started having a seizure, and he was taken to the hospital. A list of multiple medications was provided including several seizure medications, cardiac and blood pressure medications, glucose, insulin and IV fluids; it was not specified if all these were medications given for the event, or if some were routine daily medications that the patient takes. At the time of the report he was still in the hospital. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e0122 movement disorder.

Event description:
Subsequent to the initial MDR, additional information was obtained on 10/31/2022. It was reported that signal loss over one hour occurred. It was determined that loss of connection was related to the mobile application. The patient stated that he did not feel right and went to sleep; no blood glucose (bg) was checked at the time. While asleep at night he had a hyperglycemic event and epileptic seizure episode. His wife called for an ambulance after he started having a seizure. The first responders could not determine what had happened, suspected a hyperglycemic episode, and administered an insulin injection. The patient was taken to the hospital. The first bg checked at the hospital was 800 mg/dl and the patient was given insulin and taken to the intensive care unit (ICU) as he had become comatose. It was reported that he was treated with glucose injection, insulin injections, IV fluids, as well as blood pressure medication, anti-epileptics, a steroid, and an immunosuppressive anti-rejection medication. The patient later awoke after the coma but had impaired cognitive and physical functions including memory loss issues, concentration issues, and motor issues. At the time of follow up over three weeks later the patient was still in the hospital and no planned release date had been determined. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.